Manufacturer narrative:
(B)(4)the subject device will not be returned because it was disposed.

Event description:
It was reported that about 1cm of the proximal part of a coil (subject device) protruded out of the aneurysm after the delivery wire was retrieved. The physician attempted to pull back the coil with the delivery wire but was unsuccessful. When the delivery wire was removed, the coil mass and tip of the microcatheter appeared to press together, and the coil migrated from the aneurysm to the microcatheter. A guidewire was used to put the coil back into the aneurysm, though the coil is protruding into the vessel. The patient has recovered.

Event description:
It was reported that about 1cm of the proximal part of a coil (subject device) protruded out of the aneurysm after the delivery wire was retrieved. The physician attempted to pull back the coil with the delivery wire but was unsuccessful. A guidewire was used to put the coil back into the aneurysm. No additional information is available.

Event description:
It was reported that about 1cm of the proximal part of a coil (subject device) protruded out of the aneurysm after the delivery wire was retrieved. The physician attempted to pull back the coil with the delivery wire but was unsuccessful. When the delivery wire was removed, the coil mass and tip of the microcatheter appeared to press together, and the coil migrated from the aneurysm to the microcatheter. A guidewire was used to put the coil back into the aneurysm, though the coil is protruding into the vessel. The patient has recovered.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Based on the investigation and information available, this issue is associated with a product that meets design and manufacturing specifications, and was used in accordance with the directions for use, but device performance was limited due to procedural factors/operational context.